Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a cryoablation procedure when performing the transseptal puncture, a cardiac tamponade occurred. After insertion of the sheath and needle with transesophageal echo follow-up, transseptal puncture was performed with a non abbott needle, however, the ultrasound physician noticed that the puncture was performed in a lower position than usual. The doctor left the puncture site and did a new puncture with no problem initially detected. When passing the non abbott 12f sheath of the cryoablation balloon, a blood slide was seen by ultrasound causing the procedure to discontinue to avoid further problems. The medical team did not disclose the current status of the patient. There were no performance issues with any abbott devices.